Event description:
Olympus was informed that during a therapeutic endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure, the users had difficulty placing the stent and ultimately lost control of the stent. The users reportedly were unable to retrieve the stent using the referenced device and the pt reportedly had to undergo surgical intervention for retrieval of the stent and with new stent placement. An olympus representative inspected the referenced device on-site and reportedly found the elevator lever required additional force to operate than expected. Additionally, scuffing of the control body next to the elevator riser was noted. The olympus representative recommended the device to be returned for a complete evaluation.

Manufacturer narrative:
Olympus followed-up with the user facility to obtain additional information regarding this report. The user facility reported that an esophagogastroduodenoscopy (egd) procedure was performed prior to the ercp procedure. The user facility reported that the pt's anatomy was regular, however, the users reportedly encountered difficulty to intubate the pt. A sphincterotomy was said to have performed on the pt using a boston scientific 44 mm sphincterotome and the pt was noted with bile leak during common bile duct (cbd) sweeping. The users reportedly attempted to place a plastic stent from boston scientific as soon as sludges were discovered but was said to have encountered difficulty deploying the stent as the wire would not detach. The procedure reportedly was converted to an open surgery as all of the instruments got stuck. The user facility eventually managed to place a stent in the pt's cbd. The pt reportedly was recovering from the abdominal surgery on a ventilator under observation in the ICU. The user facility attributed the probable cause to be related to stent malfunction. The device referenced in this report was returned to olympus for evaluation. The referenced device passed all functional testing and was found to be operated within specification. This report is being submitted as a medical device report in an abundance of caution.